Event description:
It was reported that during a prostate procedure, the "first fiber broke at olive at 186,536 joules". It was reported that the procedure was completed with a resectoscope. There was no patient injury reported.